Manufacturer narrative:
(B)(4) was used to capture the additional surgical intervention taken to address the failure to capture on the lv lead.

Event description:
It was reported that this left ventricular (lv) lead exhibited failure to capture. As a result of the reported observations, this lead was surgically abandoned. No additional adverse patient effects were reported.